Event description:
It was reported patient underwent a hip fracture procedure on (B)(6) 2014. During the procedure, a hair was found in the sterile package of the affixus nail. A new nail was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Further investigation has been initiated to address the reported issue.